Event description:
Reporter alleged obtaining a discrepant blood glucose result of 87 mg/dl back to back with a result of 199 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated that within 10 minutes of the 199 mg/dl result, another result of 108 mg/dl was obtained on the same system. Reporter stated that after the very first result was obtained, he ate a sandwich. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.